Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in multiple inappropriate shocks. Device data was sent to rhythmcare for review. Data review is expected to be completed at a future date. This device remains in service. No additional adverse patient effects were reported.